Event description:
The customer indicated that they lost all communications at all acuity stations. This resulted in a temporary loss of centralized monitoring, however, bedside monitoring was not affected.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.